Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to wear of the polyethylene acetabular liner. The acetabular liner and modular head were removed and replaced.